Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: stroke and hypotension. The following events were noted through a periodic article review. A retrospective study was conducted on 482 consecutive pts who underwent carotid artery stenting (cas) between 1999 and 2007. The purpose of the study was to determine the incidence of hyperperfusion syndrome (hps) following cas. Seven pts developed hps following cas which resolved within 24 hours. Other complications reported in this series were hemodynamic instability requiring medication and stroke. Additionally, altered mental status, aphasia, and seizure occurred; however, all pts achieved complete neurological recovery 12-24 hours following the procedure. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer.

Manufacturer narrative:
(Off label use in the vasculature). This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided, therefore, review of the device history record could not be performed. Attachment: hutton p. Brantley, do, et al; "hyperperfusion syndrome following carotid artery stenting: the largest single-operator series to date", published j invasive cardiol 2009; 21-27-30. The rx acculink stent is being filed under medwatch report #3004742046-2009-00075.